Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# j0058224r, implanted: (B)(6) 2001, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was failed back surgery syndrome, post lumbar laminectomy syndrome, and non-malignant pain. On (B)(6) 2016 it was reported that eri (elective replacement indicator) was coming up within 6 months. A pre-op dye study was done on (B)(6) 2016 and the catheter was unable to be aspirated. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. No actions/interventions were taken. The issue was not resolved. Surgical intervention was planned, but not yet scheduled. The patient status was "alive - no injury".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.